Manufacturer narrative:
An exhalation valve flow sensor was returned to covidien/medtronic¿s failure analysis. A visual inspection found that the thermistor component within the flow sensor chamber was damaged. An investigation was performed, the failure analysis technician reported that the reported issue was verified and the identified root cause of the reported issue was isolated to the damage to the thermistor. The damage is most likely to have occurred when a finger was inadvertently inserted into the center port of the exhalation flow sensor assembly when attempting to reseat the assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the (B)(4) battery was returned for failure investigation. The battery was visually inspected with no anomalies observed. The battery was connected to the bqwizard application, the hardware short circuit flag was noted to be red. The failure was isolated to a hardware short circuit condition within the battery, but a cause was not identified. There is no corrective action required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during power on the 980 ventilator failed the power on self test (post) and generated a exhalation flow sensor error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found the exhalation sensor faulty. The se replaced the flow sensor. The se performed calibrations and extended self-testing on the device and all tests passed.